Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage surgical monitors (serial numbers (B)(6) and found that the power supply needed replaced. The technician replaced the power supplies, tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.

Event description:
The user facility reported that their vividimage surgical monitors were flickering and a "buzzing noise is coming from the power cabinet." No report of injury or procedure delay.